Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit failed the triggers electronic control unit (ecu) function check- the upper triggers were binding. It was further determined that the unit failed the power with test bench check. It was observed that there was an unusual noise in the handpiece device. During service/repair, it was determined that the coupling head labelled was worn and there was an unknown debris on the ball bearing. It was further observed that there was an unknown liquid residue on the motor front end shaft, the motor drew too much current, and it was defective. The assignable root causes were determined to be due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was not working properly. During in-house engineering evaluation, it was observed that the unit failed the triggers and electronic control unit (ecu) function check as the the upper triggers were binding. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.